Manufacturer narrative:
(B)(4).

Event description:
The patient had 2 leads (from the same lot) implanted as part of her axium neurostimulator system. It was reported the patient was admitted to the hospital the day after her axium neurostimulator system was implanted due to back pain and an elevated temperature. Patient was treated with antibiotics and a CT scan was performed, however the results were not provided to the manufacturer. The patient's physician believed the pain was due to a nerve root being irritated during the implant procedure and not related to the device itself. Physician did not believe any infection was present. The patient desired to have the system remove. The system was explanted on (B)(6) 2016 due to the patient's request.